Manufacturer narrative:
Mentor became aware that the psr exemption number was submitted in error in the initial report sent on 10/14/2019. Correction: this device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e1999017. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/14/2019, the manufacturing record evaluation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). On 9/30/2019, mentor became aware that previously submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number. It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation revision with a 325cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture. The left side was a baker grade ii-iii, and the right side was baker grade ii. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2017 and replaced both sides with unspecified mentor gel devices. This report is for the patient¿s left-sided device.